Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. Customer did not troubleshoot for low blood glucose reading. Customer low blood glucose reading started on (B)(6) 2017. Customer treated low blood glucose by eating peanut butter. Customer states their low blood glucose reading been occurring for years and believes cannot be fix. Customer insulin pump will not be returning for analysis.